Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the pod appeared to have battery acid and insulin mixed inside of the pod. The patient's blood glucose (bg) read "high" (27.8 mmol/l,500 mg/dl) while wearing the pod on the thigh. As treatment, a new pod was applied.